Event description:
It was reported that"(B)(6) 2024, during the insertion, the doctor found it was easy to kink due the swg too soft. All 4 swg were used on the same procedure with the same lot number. The patient condition is fine. They changed a new one. No medical intervention was performed. Associated complaints: 3006425876-2024-00792, 3006425876-2024-00791, 3006425876-2024-00790.

Manufacturer narrative:
(B)(4). The customer returned one guidewire for analysis. Signs of use were observed on the guidewire as there were multiple kinks throughout the length of the wire body. Further visual analysis revealed that the guidewire contained one offset coil in the middle of the wire. The distal j-bend was slightly misshapen but still intact. Microscopic examination confirmed the kinks in the guidewire body and revealed that both welds were full, spherical, and intact. The kinks in the guidewire were located 22mm, 310mm, and 440mm from the proximal tip. The overall length of the guidewire measured 603mm, which is within the specification limits of 596-604 mm per guidewire product drawing. The outer diameter of the guidewire measured 0.820mm, which is within the specification limits of 0.788-0.826mm per guide wire product drawing. The guidewire was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guidewire was advanced through a lab inventory ars and introducer needle to functionally test the guidewire. The undamaged portions of the guidewire were able to advance with little to no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. Instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of guidewire damage during use was confirmed through examination of the returned sample. Visual analysis revealed multiple kinks throughout the guidewire body. Offset coils were also observed in the middle of the guidewire body. The j-bend was intact but observed to be misshapen. Despite this, the returned guidewire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guidewire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that" (B)(6) 2024, during the insertion, the doctor found it was easy to be kinked due the swg. Too soft. All 4 swg were used on the same procedure with the same lot number. The patient condition is fine. They changed a new one. No medical intervention was performed. Associated complaints: 3006425876-2024-00792, 3006425876-2024-00791, 3006425876-2024-00790.

Manufacturer narrative:
(B)(4)